Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6).